Manufacturer narrative:
The unit passed the unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, off no power test, and excessive no delivery test. The unit was received with the backlight not turning on due to a broken trace on the l1 component of the lcd board. The unit failed the self-test due to the backlight not turning on. All operating currents were within specification. No cosmetic damage noted.

Event description:
The customer called to report a backlight anomaly on a replacement insulin pump. The customer's blood glucose reading was 105 mg/dl. The customer was asked to answer troubleshooting questions. Customer inserted a new battery but the backlight did not come back on. The customer was advised that the device would need to be replaced and to return the device for analysis.